Event description:
It was reported that on (B)(6) 2012, the pt underwent a surgical revision of a perigee mesh, where a "small exposure of mesh was excised."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.